Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3387-40, lot# j0214131v, implanted: (B)(6) 2003, product type: lead. Product ID: 3387-40, lot# j0235433v, implanted: (B)(6) 2003, product type: lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for movement disorders. It was reported that the implantable neurostimulator (ins) battery was not up to quality and it only lasted two years. It was unknown if the patient would be a candidate for a replacement surgery as she was currently taking 21 unknown medications, was having trouble, and was very weak; the weakness started in 2015. It was also stated that one of the electrodes on the wire was not working. It was also reported that the patient had previous battery depletions but the depletion was normal and the "last time they said new time battery". The consumer confirmed that the patient's settings have not been changed recently. No other information was provided. Please see report number 3004209178-2016-19593.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.